Manufacturer narrative:
Unit received with a blank display due to corroded electronic assy. The motor assembly found with traces of corrosion. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Unit received with minor scratched display window and case. (B)(4).

Event description:
Information received by the medtronic indicated that there was leaking inside the reservoir compartment. Customer reported that the insulin pump was exposed to moisture but there was no visible fluid present in the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.